Manufacturer narrative:
Neither pt injury nor medical intervention was reported. The event data files have been rec'd and reviewed. The machine was inspected by a gambro renal products technical services rep, who was unable to duplicate the reported condition. He verified all calibrations and the functionality of the machine. He performed a simulated treatment and verified that the fluid removal was correct. The machine was cleared to be returned to service. Gambro renal products will implement a revision to current software. The new software version 3.00 will reduce the likelihood of occurrence of the known causes of flow rate discrepancy. The planned release date for software version 3.00 is year-end 2006.